Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 13 years, 5 months due to aortic stenosis with calcification. Per the op report, there was also aortic insufficiency. Transesophageal echocardiogram (tee) demonstrated heavily calcified immobile prosthetic aortic valve leaflets with severe prosthetic aortic stenosis and moderate aortic insufficiency. During explantation, the heavy calcification was noted corresponding to the right coronary and noncoronary cusp. The left coronary leaflet was thinned out and partiall torn. The device was replaced with another edwards bioprosthetic valve. Patient weaned from cardiopulmonary bypass without difficulty. Tee showed a normally functioning aortic bioprosthetic valve. Patient tolerated procedure well.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis and insufficiency was likely caused by the calcified, deteriorating valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The reported torn leaflet was likely also a result of the deteiorating valve.